Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-00713. It was reported the patient experienced burning when stimulation was on. The burning sensation location is neither close to the ipg nor the lead. The patient's devices were explanted.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-00713.